Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported an occlusion alarm occurred. System check could not be performed with tandem technical support as occlusion alarm occurred in the past. Customer changed supplies to address occlusion alarm. The customer continued to use the pump for insulin therapy. There was no reported adverse impact.